Event description:
An ocd ca field engineer indicated that the customer reported observing a spark, while attempting to dislodge a jammed card from the ortho provue analyzer reading area. A spark on the instrument may lead to electrical shock. No harm was reported as a result of this incident.

Manufacturer narrative:
An ocd field engineer (fe) visited the site. No definitive root cause was determined. However, the customer indicated that they had removed a component of the provue reading apparatus in an attempt to dislodge a jammed card. When attempting to remove the card, the customer observed a spark between the lighting components of the reading apparatus and the foil seal of the gel card. Repair was not required. Instrument malfunction did not occur. Incident occurred as a result of user error/incorrect service of equipment.